Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after changing infusion supplies, with fingerstick values up to 413 mg/dl and concurrent sensor readings in the 300¿400 mg/dl range; troubleshooting included changing the contact detach 6 mm 23 in infusion set and continued monitoring. Investigation included technical support review, user education, and device use assessment. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction. No symptoms associated with high blood glucose reported. Outcomes included the need for troubleshooting support and shipment of replacement supplies. It was concluded that the event involved hyperglycemia of unclear cause, and the user was advised on supply replacement and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.